Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/12/2025, a sales representative reported via email that an ar-2324pslc peek swivelock suture anchor had the tip sheared off the inserter. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 02/18/2025: this issue occurred right before insertion. The device did not break while in the patient. There was no case delay. An additional one minute of anesthesia was administered to the patient. They opened another ar-2334pslc to complete the case. No adverse effects on the patient were reported. This was discovered during an acl recon procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse due to prying/leveraging the anchor during insertion.